Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the silastic foley catheter was difficult to remove and was getting stuck in the urinary tract. The complainant reported that the catheter was cut in order for the balloon to be properly deflated and the catheter removed from the patient. The patient reportedly experienced pain. No medical intervention was reported.

Event description:
It was reported that the silastic foley catheter was difficult to remove and was getting stuck in the urinary tract. The complainant reported that the catheter was cut in order for the balloon to be properly deflated and the catheter removed from the patient. The patient reportedly experienced pain. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Using the sampling plan, two of the five catheters returned were examined. The first and second catheters were opened . Both catheters were then inflated with 10 ccs of air using a 10 cc leur lock syringe. No issues occurred during inflation. The catheters were then passively deflated with no issues as well. The process was then repeated with the 10ccs of water with no issues. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." The user guide currently contains instruction that would assist in preventing potential user related causes of reported issue." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.